Event description:
Indication: dermatopolymyositis, unspecified, organ involvement unspecified. Patient¿s home infusion nurse reports pump (serial number and expiration date not provided) is displaying a system timeout, and she cannot clear the alarm an pump will not function. She tried to take out the batteries and restart but did not correct it. Per manual, alarm indicates a new lithium battery is needed. Nurse reports having gravity tubing. At time of notification unknown if nurse used gravity tubing for visit. Pharmacy replacing pump. Material sent for return of pump associated with event. No further info. Reported to cvs/caremark by: health professional.